Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event #2: reports there were two radioactive spills within the last year because of damaged tubing. Also, within the last two months, two sets were occluded and one had a hole in the tube.